Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a very dim backlight on the screen even though the intensity level was turned all the way to 5. It was reported that there was no patient involvement at the time the issue was discovered. The customer requested part numbers for the liquid crystal display (lcd) upgrade kit and user interface (ui) assembly, and the remote service engineer (rse) provided the customer with the part numbers and pricing.

Manufacturer narrative:
The customer reported to the remote service engineer (rse) that there was a dim image on the display screen. The customer requested part numbers for the liquid crystal display (lcd) upgrade kit and user interface (ui) assembly, and the rse provided the customer with the part numbers and prices for the lcd assembly (2nd generation), lcd cable, ui printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, m2x3 socket hd screw, and ui assembly (2nd generation) for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.